Manufacturer narrative:
The returned warming blanket was evaluated and found to have mechanical and electrical failures caused by excessive wear. These events compromised the conductivity of the heating fabric which manifested in small over-heated areas propagating along the edge of the blanket, progressing until the blanket was no longer able to heat. This triggered the controller alarm reported by the user and electrical power to the blanket was turned off.

Event description:
During surgery, the pt was positioned in the supine position, covered by a thin cotton sheet, and externally warmed with b110 torso blanket, v-shaped (serial number (B)(4), powered by a wc51 multi-port EU controller. After approx 1 hours into surgery, a burning smell and smoke were noticed about the same time the controller alarmed and discontinued electrical power to the blanket. Hospital staff took immediate action, removing the blanket from the pt and disconnecting the blanket from the controller. The warming blanket was purported to have small holes approx 1-4 mm in size along peripheral bottom edge of the blanket. The hospital reported there was no pt injury.